Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. On (B)(6) 2021, it was reported that the prepping process of the ult8.5-38-25-p-6s-clm-rh, ultrathane mac-loc locking loop multipurpose drainage catheter (lot number 13944067), the supplied dtn-18-34.0-rlt-dgrm-b stiffening cannula could not be removed from the catheter, causing the drainage catheter to roll up. It was confirmed that the malfunction was noted during device preparation, with no patient contact. The physician used another drainage catheter to complete the procedure. A review of the documentation including the complaint history, device history record, manufacturing instructions, quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One ult8.5-38-25-p-6s-clm-rh was returned for evaluation in an opened and prepped condition. No damage was noted to the catheter or stiffening cannula. Tabletop testing confirmed that the stiffener could not be removed from the drainage catheter. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. A review of the design history file (dhf) found that the risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 13944067 found one related nonconformance for ¿endhole, incorrect,¿ in which the device was scrapped. Related component lots showed an additional related nonconformance for ¿tip/taper, inadequate,¿ in which the nonconforming device was scrapped prior to further processing. There is 100% inspection for these issues. It should be noted that there are no other complaints associated with this lot number. Since there is objective evidence the DHR was fully executed, cook has concluded that there is no evidence that non-conforming product exists in house or in the field and that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the cause of the event was due to a component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): postal code: (B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, it was discovered the metal stiffener was difficult to remove which caused the drain to "roll up". Another similar device was used instead. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.